Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer had changed the supplies on the pump the previous night, and the insulin gauge stated there was no insulin in the cartridge. Additionally, the customer reported receiving multiple occlusion alarms. The customer changed all of the supplies on the pump to address the reported issue, and did not observe any issues with the cannula or the other supplies. There was no impact to the customer's blood glucose level.